Event description:
Caller reported damage to pump housing and usb port, which affected their ability to charge the device and caused it to shut down. There was no reported adverse impact. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.